Event description:
It was reported, the video system center was switched on and remained off. The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer resolved the issue. Based on the results of the investigation, it is possible that the error was caused by the power supply, however, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.